Event description:
The customer observed a falsely elevated troponin result while using the architect stat troponin-I reagent. The customer indicated an initial result of 0.466 ng/ml, the specimen was retested twice generating: 0 ng/ml and 0 ng/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 04032un12, which met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number 02k41, lot 04032un12, was identified.